Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited noise and intermittent capture. The rv lead was explanted and replaced. The patient was stable throughout.

Event description:
Additional information received indicated that the right ventricular (rv) lead exhibited noise oversensing.

Manufacturer narrative:
The reported events of noise and intermittent capture were confirmed. As received, a complete lead was returned in one piece for analysis. Electrical tests found an internal short. Further testing found the cause of the internal short was due to the inner insulation abrasion at 53.0cm and 53.5cmcm from the connector pin which would have led to the reported events of noise and intermittent capture.